Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the implantable cardiac monitor failed to be interrogated. No intervention was performed and the patient was in stable condition.